Manufacturer narrative:
Block b3: exact date unknown, event occurred a week ago from date manufacturer was made aware.

Event description:
It was reported that the patient experienced battery site discomfort and difficulty charging due to location. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the facility.